Event description:
During t2scn surgery, the drill broke when surgeon drilled to proximal oval hole of 200mm length nail. At that time, the drill was out of the nail. After that the surgeon used other drill and finished the surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Product inquiry stated the drill, tri-flat t2 femur to be the subject product. No further associated products were reported. Review of the manufacturing and inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. The cutting edges of the drill were in a very bad condition, they were significantly damaged. The drill was not sharp anymore. The use of a blunt drill requires unintended high forces to achieve a drilling progress at all. In addition, the risk of necrosis due to excessive heat development may increase. The drilling spiral was completely sheared off at the level of approx. 40 mm from the tip. Appearance of the breakage surfaces, the course of the breakage line as well as the absence of plastic deformation suggested that the drill broke in a sudden manner. It is not unlikely that drilling under misalignment and bending forces in combination with high force application due to the bad cutting performance had led to the final breakage of the drill. According to information received the drill broke during misdrilling resulting in bending forces. However it cannot be excluded that the drill returned had been pre-damaged during former surgeries, but the damage should then have been detected during inspection prior to surgery and another device would have been used. The labelling points out that damage have to be avoided. Based on the above facts it can be ascertained that the root cause was not related to a deficiency of the device, but was rather linked to an inadequate handling by the user. The event was not caused by a deficiency of the device.

Event description:
During t2scn surgery, the drill broke when surgeon drilled to proximal oval hole of 200mm length nail. At that time, the drill was out of the nail. After that the surgeon used other drill and finished the surgery.